Manufacturer narrative:
Current information is insufficient to permit a valid conclusion about the cause of this event. If additional information is obtained that adds value to the relevant content of this report and/or a conclusion can be drawn, a follow-up report will be sent.

Event description:
It was reported when the doctor tried to implant screws into the patient's cranial bone, one of the screws broke and three of the screws could not be inserted into the bone. The tip of the broken screw remain in the patient's bone.